Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.